Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient spouse reported on behalf on patient, left side rupture confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in radius side assessed as surgical impact opening and missing piece of shell assessed as inconclusive (shell thickness within specification) additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted

Event description:
Patient spouse reported on behalf on patient, left side rupture. Device has been explanted and replaced.